Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery of a unicompartmental knee prosthesis 7 years post-operative due to breakage of the metal ring of the tibial implant.